Event description:
Clinical engineer requested inspection and repair of bed found in storage area. Siderail sticking and would not latch. No patient impact.

Manufacturer narrative:
Technician found the bed in storage room. Found the left intermediate siderail was sticking and would not latch in the up position. Disassembled the siderail and found dried fluids inside the latch mechanism. Cleaned the latch, reassembled and retested the siderail to resolve this issue.